Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc lot in (B)(6) 2023. It was found that this order was made from the correct materials and components, and all approved processes were followed. Visual investigation verified complainant's claims of jaws not aligned. After consulting with a subject matter expert on the parts in question it is suspected the instrument became broken/bent during surgery due to excessive force applied by end user (misuse/mishandling). No further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws were misaligned so that a clip could not be ligated during use. Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Event description:
It was reported that "the jaws were misaligned so that a clip could not be ligated during use. Therefore, the applier was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a